Event description:
The explanted generator was received by the manufacturer, and product analysis was completed. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient has had an increase in seizures reported in the context of the vns battery being low. The patient underwent vns generator replacement. The suspect generator has not been received by the manufacturer to date. No additional relevant information has been received to date.